Event description:
A malfunction alarm was reported with a malfunction code of 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Technical support provided instructions to reset the pump, and the customer successfully reset it without recurrence of the malfunction code. The customer was advised to continue using the pump and to report any future issues.